Manufacturer narrative:
Concomitant medical products: addrl1 ipg ,implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing and noise. A nurse suspected that the implantable pulse generator (ipg) was not pacing appropriately. The leads were explanted and replaced. During the explant, no pacing issue was noted on the device. The device remains in use. No patient complications have been reported as a result of this event.